Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2021 as the event date is unknown.

Event description:
It was reported via social media that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, a perforation of the heart occurred which required open heart surgery. No additional information is known at this time.